Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to this. There was no adverse impact on the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the reset. After resetting, the malfunction did not recur, and the customer could continue using the pump. Caller was advised to contact technical support if the issue reoccurred, and they acknowledged this guidance.